Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A closure top was returned without any reported issues. Device evaluation by zimmer biomet personnel found that a portion of the threads have fractured off. There were no reported patient impacts associated with this device.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned closure top was evaluated. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
A closure top was returned without any reported issues. Device evaluation by zimmer biomet personnel found that a portion of the threads have fractured off. There were no reported patient impacts associated with this device.